Manufacturer narrative:
Additional narrative: device broke intra-operatively and was not fully implanted or explanted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This event resulted in a retained fragment. Not explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). The device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records was conducted. The report indicates that: please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 15 january 2013 expiry date: 01 january 2023 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile (B)(4) were manufactured in us, (B)(4) a DHR review was performed for: part number: 01.118.536, synthes lot number: 7062660, review location: (B)(4) manufacture dates: 11/06/12. The review of the DHR showed that there were no issues or non-conformances during the manufacture of the product that would contribute to this complaint condition. There was one ncr that is included in the DHR (B)(4)). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in italy as follows: it was reported that during surgery of a (B)(6) male patient, when the surgeon tried to insert two screws into the bone the screws broke off. A broken screw has remained within the patient and the other one has been removed. The surgeon used a cortical screw in place of the removed screw. The surgery was prolonged about 20 mins. No consequences for the patient. This complaint involves 2 part. This report is 2 of 2 for (B)(4).